Manufacturer narrative:
Investigation results: a fully-deployed ultraflex tracheobronchial distal release delivery system and stent were returned for analysis. A visual examination of the returned device found damage on the proximal end of the stent. A wire appeared to have been pulled resulting in the retention suture being pinched between the stent wires. It was not possible to release the retention suture pinched between the wires. No other issues were identified with the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Stent migration is a known potential post stent placement complications associated with the use of this device, and is listed within the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial distal release covered stent was implanted during an endoscopic thoracic tumor special treatment with stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted successfully and the procedure was completed. Following the procedure, the patient sneezed which caused the stent to completely come out of the patient. Another ultraflex tracheobronchial stent was implanted to replace the first one. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 24, 2016 that an ultraflex¿ tracheobronchial distal release covered stent was implanted during an endoscopic thoracic tumor special treatment with stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted successfully and the procedure was completed. Following the procedure, the patient sneezed which caused the stent to completely come out of the patient. Another ultraflex tracheobronchial stent was implanted to replace the first one. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.